Manufacturer narrative:
H6: investigation summary: the customer returned (3) 0.5ml 29ga syringes, reporting scale misaligned. The returned samples were visually examined and observed no physical damages on (2) syringes and missing scale markings on (1) syringes. The syringes were inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be outside the permitted specifications. Based on the samples returned, embecta was able to confirm the customer indicated failure. A review of the device history record was completed for batch# 2087303. All inspections and challenges were performed per the applicable operations qc specifications. Root cause analysis: there was one dispatch (dispatch# 150825) in l2l noted for damaged tips that pertained to the scale misaligned complaint.

Event description:
It was reported that prior to use with bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) the sale markings were discovered to be printed on an angle. The following information was provided by the initial reporter, translated from japanese to english: this report is about defective printing of scale. The scale on the product was printed at an angle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) the sale markings were discovered to be printed on an angle. The following information was provided by the initial reporter, translated from japanese to english: this report is about defective printing of scale. The scale on the product was printed at an angle.